Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000015. A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis completion: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed delamination of diaphragm valve assessed as adhesive failure, an opening assessed as cracked valve seat diaphragm valve and an opening assessed as surgical damage. As per the investigation procedure wear abrasion and creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare profession reported left side "leakage". The device has been explanted.